Event description:
During a tibial osteotomy operation using the tibiaxys set, a drill guide was being assembled to the osteotomy plate using the associated screwdriver in the set. A proximal piece of the drill guide snapped off as surgeon was trying to tighten the grip. The piece of shard metal was not recovered, and it could not be verified that it did not enter the wound site. Three screws had already been implanted with the plate into the tibia. The operation continued as there were other drill guides available in the set.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.